Manufacturer narrative:
To date, conmed has not received any additional information regarding the product availability and return status. The investigation is in progress and a supplemental and final report will be filed upon completion of the complaint investigation. Device not returned.

Event description:
A medwatch was received from the FDA, report number mw5062340, regarding this reported event. It should be noted that this incident was never reported to conmed corporation by the end-user facility. Below is the incident description as appeared on the user report #mw5062340. "The argon beam coagulator 5mm laparoscopic probe malfunctioned during the case, while being used on the patient. The probe did not appear to be functioning properly at first application, so the abd generator was checked to ensure proper setting, which were all correct. The probe then began functioning properly. When the probe was removed from the patient's abdomen, a piece of insulation fell off and the shaft of the probe seemed to be broken at the handle, and the wiring was undone and frayed". Other received information indicated that the device was used "for liver surgery and coagulation". Despite numerous follow-up attempts via phone messages and e-mails, to date, no responses received from the user facility regarding additional event information, patient's demographic information or patient's outcome, or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
The used device is not expected for evaluation, as it was not returned from the user facility. Without the actual device, an evaluation could not be performed and as such the alleged problem therefore could not be verified. Also, the root cause of any alleged anomaly or defect therefore cannot be conclusively determined without examination of the actual device. This lot was manufactured on 26-mar-2015. A review of the device history record for this lot found no ncr's and no note of discrepancies during the manufacturing process that could have caused or contributed to this reported problem. Of the lot containing (B)(4) units, there was no other similar complaint received for this item and lot number combination. Also, a 2-year review of product history for this device family showed this is an isolated incident. During the same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode 0.002 percent. This failure mode is addressed in the risk document with an acceptable risk level. There have been no serious injuries related to this reported problem. The laparoscopic argon beam coagulation (abc) extended probe is a single patient use product, provided sterile. This argon gas enhanced monopolar electrosurgical device is intended to be used through a laparoscopic trocar sleeve. To ensure proper function of the abc probe and to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: - use the laparoscopic abc extended probe only in situations where you would normally use monopolar energy. - use with conmed electrosurgical generators with abc and abc modules. - maximum generator voltage 6.5kv peak @ 3% duty cycle. - question unusual requested for increased power output settings. Such requests should initiate a check of integrity/condition of all cords, connections, and electrodes including the dispersive electrode (ground pad) before a power increase is made. - do not activate the electrosurgical unit, if the tip of the instrument is not in a position to deliver energy (fulguration) to target tissue. Doing so may cause inadvertent burns to patient. - before use, inspect the cord insulation and handpiece integrity and condition. If damaged, chipped, cut, or nicked, do not use the handpiece/probe. Device not returned.